Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed that the customer evis lusera colonovideoscope was returned to the olympus repair center for an ¿inspection request associated with the sale of second-hand goods¿. However, during repair inspection the air/water nozzle at the distal end of the scope was found to have foreign material. This report is being submitted to capture the air/water nozzle at the distal end of the scope was found to have foreign material. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results and a correction to the event description. The subject device was returned to the olympus repair center. The repair inspection found a foreign object inside the air/water nozzle at the distal end of the scope. Additionally, the inspection noted the air/water channel is leaking. The bending angle is insufficient, and the angulation control knobs has excessive play are due to stretched angle wires. The bending section cover is cut. The adhesive of the bending section cover, the light guide lens and the adhesive of the objective lens are discolored/cloudy. The distal end cover has deep dents. The up/down free engage lever is deformed. The color ring is cracked and the seals (m and j) are missing. Also, there are scratches on the following: the insertion tube, the insertion tube protector boot cover, the grip, the boot cover, and scope connector side of the universal cord. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera colonovideoscope was returned to the olympus repair center for annual inspection. No defect or malfunction was associated with the customer scope. However, during repair inspection the air/water nozzle at the distal end of the scope was found to have foreign material. This report is being submitted to capture the air/water nozzle at the distal end of the scope was found to have foreign material. No death, injury or harm was reported to olympus.